Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported recurrent mitral regurgitation (mr) is due to weak patient anatomy (chordal rupture). The reported mr as listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention & hospitalization were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a tissue injury. It was reported that on (B)(6)2023 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. One clip was implanted successfully and the procedure was concluded with an mr grade of <1. On (B)(6)2023, the patient returned to the hospital with mr at a grade of 4 due to a chordal rupture. For treatment, an additional clip was implanted, reducing mr to a grade 2. No additional information was provided.